Event description:
The customer observed a fluid leak of approximately 5 ml from the vacuum overflow tank of a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, protective mask and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/27/2015. The fse found a hole in the tubing at pinch valve vl95/98. He replaced the tubing at vl95/98 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).